Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cholelithiasis ("symptoms of gallstone problems"), pruritus ("skin was itchy"), vaginal haemorrhage ("bleeding every 3 weeks (vaginal)") and blood loss anaemia ("got very anemic"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, cholelithiasis and pruritus outcome was unknown. The reporter considered blood loss anaemia, cholelithiasis, medical device removal, pruritus and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal, pruritus, cholelithiasis", "bleeding every 3 weeks (vaginal)"and "got very anemic" were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received. Events bleeding every 3 weeks (vaginal) and got very anemic were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cholelithiasis ("symptoms of gallstone problems") and pruritus ("skin was itchy"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, cholelithiasis and pruritus outcome was unknown. The reporter considered cholelithiasis, medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal, pruritus, cholelithiasis" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.